Event description:
It was reported that the patient had a spinal cord stimulator implanted as part of one of the multiple treatments she had tried. It was noted that the patient was diagnosed with complex regional pain syndrome (crps) in 2003. It was noted that the patient still had the spinal cord stimulator inside of her because she could not get insurance to cover it to take it out. It was not working or being used. It was not affected and just staying inside of her because no health care professional would take it out. The patient kept hitting the generator in her back where her upper hip was. She got it stuck on the counter one day and ¿nearly shot through the roof¿ so she asked the health care professional to ¿get it out¿ and he removed it for her. The patient then had to see another health care professional to take out the electrodes that were still in and this was later done. It was noted that the patient had the spinal cord stimulator removed in the beginning of 2013. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).